Event description:
The customer reported a leak occurred while using a unicel dxc 600i synchron access clinical system. The leak was described as a fluid leak onto the sample tubes from the cap piercer in the instrument. The leaking fluid that the customer found was cap piercer blade wash solution and was contained within the instrument. The operator wore a lab coat, eye protection and gloves while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified the cap piercer vacuum valve was not opening adequately, and not allowing the fluid to evacuate properly from cap piercer wash assembly. The fse replaced cap piercer vacuum valve to resolve the issue. (B)(4).